Event description:
Information from ae regulatory system: when the patient injected insulin at home, the patient felt the needle-pe was dulled during puncture and felt extreme pain. Later, the patient found that the liquid was not flowing out smoothly. After analysis, it was found that this was because the needle was not sharp and flat. Ae report no. (B)(4). Call center contacted the customer, the customer was unaware and did not verify the information reported in the ae regulatory system. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.